Event description:
Three devices (cev633-1a, cev669b, and cev6795b) were returned to mxi service and repair. The client reported that, "the insert snags."

Manufacturer narrative:
Device 2 of 3: cev669b (lot: 110306) - manufacturing date: 03/2011. Device 3 of 3: cev6795b (lot: 091102) - manufacturing date: 11/2009. (B)(6). Cev633-1a was evaluated and the electrode coating was found to be damaged. The electrode was in short circuit. The cause of the damage was most likely a result of excessive abrasion during use or the reprocessing stages. Cev669b was evaluated and the tube was found to be bent. The ring was found to be deformed. Cev6795b was evaluated and found to be functioning as designed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).